Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device did no pass preventative maintenance (pm) and the funding rate too low. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair in good condition with complaint that device did not pass preventative maintenace (pm) and the flow rate was too low. Investigation of the service history of this device shows that this device has not been in for service yet. Visual/functional testing was performed. The reported problem was confirmed. Delivery rate is out of specification. The cause was the expulsor. The expulsor and valves will be replaced.